Event description:
Customer reported an incorrect fluid removal during treatment. Pt became hypotensive and was given plasmanate. The operator had overridden incorrect weight alarms without resolving the issue. The nurse mgr checked the calibration of the scales following this incident and found them to be within specs. The machine was used again for the same pt to continue treatment. The plasmanate brought the pt back to his baseline and the treatment continued without incident. The excessive fluid removal did not cause a serious injury to the pt.